Event description:
It was reported that the patient's blood glucose level rose up to 20 mmol/l (360 mg/dl) while wearing the pod. The patient was unsure if the cannula was properly seated in the infusion site and also noted insulin leaking during wear. As treatment, a new pod was applied. The patient reported that they no longer have the pod involved in this event.

Manufacturer narrative:
According to the complainant, the device will not be returned for investigation as the device was discarded. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.